Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The engineer provided their analysis findings, however, the final disposition of the device could not be confirmed, as the customer did not respond to multiple requests for additional information. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "pressure sensor autozero failed" error message. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "pressure sensor autozero failed" error message. The device was evaluated by a biomedical engineer, but the biomed reported that the issue could not be duplicated. It was reported that during the review of the event log, error code 1109 (check vent: machine pressure sensor auto zero failed) was recorded. The rse advised the customer to continue to test until the issue is duplicated or replace the data acquisition (da) board. The customer was provided with the part number for a replacement da board.